Manufacturer narrative:
Section b5, d4, h4: additional information. Device evaluation: the evaluation of the returned portion of the driveline from the first repair confirmed the report of cosmetic driveline damage. In addition, the evaluation of the submitted system controller log files confirmed the report of pump stops and low speed events; however, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline from the second repair. The initially submitted system controller log file captured the pump functioning as intended above the low speed advisory with no atypical alarms. No unusual events were noted in the data. A cosmetic distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 13¿. The outer silicone jacket appeared to have been removed approximately 2.5¿ through 5¿ from the metal connector, and the exposed area was covered with rescue tape. Tears in the outer silicone jacket were also observed approximately 7¿ and 8¿ from the metal connector. The bionate layer presented debris approximately 4.5¿ from the metal connector, but it did not reveal any evidence of damage. In addition, visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. It was reported that the patient experienced pump stops and low speed events following the first repair. An additional system controller log file revealed several pump stops and low speed advisory/hazard alarms from 01:39:47 pm through 2:36:58 pm on (B)(6) 2018 while the system controller was connected to a power module. Low flow hazard and driveline disconnected alarms were associated with some of the observed pump stops and low speed events, and power elevations up to 16.4 w were also noted during this time. Based on previous complaint history, these events appear consistent with a potential driveline issue. A second distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 14¿. Segments of all six wires were returned separately measuring approximately 2¿ through 2.5¿ in length. The previous repair site was observed approximately 8.5¿ through 12.5¿ from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the events observed in the submitted log file. It was later reported that the patient experienced low speed events on the morning of (B)(6) 2018. An additional system controller log file revealed several low speed operation events on (B)(6) 2018 from 07:54:40 am through 08:01:34 am while the system controller was connected to a power module. Power elevations up to 15.3 w were also noted during this time. Based on previous complaint history, the observed pump stops and low speed events could be indicative of a potential driveline issue. The possibility of a pump exchange was discussed with the patient and his family, and the decision was made to not pursue surgery. The patient was discharged with an ungrounded patient cable. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device: 6 years, 5 months, 29 days . The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2012. It was reported that the patient had a cosmetic driveline damage. On (B)(6) 2018, manufacturer's technical service representative performed a cosmetic repair and a 12 inch distal end percutaneous lead replacement from bend relief. No open wires were found from the phase interrupter test. All tests passed. Patient was placed on grounded patient cable. Patient experienced low speed events and pump stoppages 1 hour post repair while reclining in bed. An x-ray was performed but did not show anything unusual. A second replacement was scheduled the same day. Multiple pump stoppages were observed along with speed deceleration which dropped below the patient's low speed limit 9200 rpm. Manufacturer's technical services representative performed percutaneous lead replacement of 2 inches from the exit site. Driveline shield breakdown 3-4" inches from the exit site were evident. A second percutaneous lead replacement was performed. All tests passed. Patient was tethered on grounded patient cable without any issue. Patient performed body movements ( stand up, sit down, recline) without an issue. On (B)(6) 2018 the patient experienced low speed events and pump stop alarms while tethered on grounded patient cable. Since there were no pump stoppages when connected to the power module prior to the cosmetic repair, pump stoppages post the replacement suggest potential pre-existing internal wire fracture. The location of the short to shield was proximal to the replacement area. It was suggested the patient be placed on battery power or ungrounded patient cable. The section of percutaneous lead was removed and will be returned for evaluation. No further information was provided.